Event description:
It was reported that during a "pta" of the left superficial femoral artery the wire was used for an extended period of time and became floppy and misshapen, and the tip separated. Attempts to retrieve the separated portion of the wire were unsuccessful and the separated portion remains unretrieved. Reportedly, no pt injury occurred.